Event description:
Describe event, problem, or product use error: patient stated that machine is broken and she needs a new one; advised md. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.